Event description:
A cartridge alarm was reported by the caller, occurring approximately within the week of september 15, 2025. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was able to change the cartridge and resume insulin deliveries successfully. Although a replacement was sent due to consecutive cartridge alarms, the issue was reportedly resolved by reloading or loading a new cartridge.